Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded unexplained power on resets. The battery compartment was cracked from the threads to the case seal. The battery cap was not returned. A test cap was used to complete investigation. Investigators performed pump rewind, load, and prime with no loss of power. Pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. Opened pump and removed from case. Inspected power circuit with no defect found. (B)(6).